Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the light blue main body of a transfer set. This issue was identified during use of the device for peritoneal dialysis therapy. The transfer set was in use over 1 month. There was no patient injury or medical intervention associated with this event. No additional information is available.